Event description:
It was reported that this artificial urinary sphincter was removed as the patient was unable to void post operatively. The physician was unable to get the device to cycle, but under cystoscope, the device was seen cycling. The physician decided as a precaution to implant a new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the component underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. Two pinhole leaks were identified in the shell that was consistent with a tool or sharp instrument. The damage appeared to be due to the explant procedure. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the component. The window quick connector (wqc) was visually inspected, microscopically examined, and tested for leaks. No damage or visual abnormalities were found. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Based on the information available and analysis results, a mechanical issue was unable to be confirmed and the reported clinical event of urinary retention was unable to be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed as the patient was unable to void post operatively. The physician was unable to get the device to cycle, but under cystoscope, the device was seen cycling. The physician decided as a precaution to implant a new artificial urinary sphincter was implanted. No further patient complications were reported.